Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient began treatment with fortum (1gm-inj-ip) and reflin (1gm ip once daily). The cause of the peritonitis was unknown. It was unreported if the patient was discharged from the hospital. The peritonitis is resolving. The nurse stated that the event of peritonitis was unrelated to therapy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed. The assignable cause was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.